Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was attempted to be use in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: (investigation results) . The returned autotome pro rx 39 was analyzed and visual inspection found that the cutting wire was blackened, kinked and broken at 4 mm from where the insulation ends. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. Upon analysis, it was found that the cutting wire was kinked and broken at 4 mm from where the insulation ends. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.